Event description:
N/a.

Manufacturer narrative:
Trackwise: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/11/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Heavy evidence of charred material was observed on the jaws. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The jaws were observed to be bent at an angle. One clevis was observed to be missing, and the other was observed to be rotated at an angle. A mechanical evaluation was conducted. The blue toggle was manipulated in an attempt to open and close the jaws. The jaws did not fully open due to the bend in the shaft at the base of the jaws and damaged/missing clevis. An electrical evaluation was conducted. The jaws were gently with saline solution as instructed in the IFU. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. No final testing was conducted due to the bent state of the jaws. Based on the returned condition of the device and investigation results, the reported failure "environmental particulates" was not confirmed", however the reported failure "material twisted/bent; jaws", as well as the analyzed failures "break; clevis" and "mechanical problem; jaws won't open/close", was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000370519 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID(b)4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were smoking a lot with activation on adventitia. They removed jaws to clean. Wiped with a lap and jaws of device broke at joint where shaft of the device begins. Used a new device to complete the procedure. There was a delay to get a new device. No harm.